Event description:
On (B)(6) 2011, a spectra penile prosthesis was implanted. On (B)(6) 2011, one cylinder was removed and replaced due to erosion.

Manufacturer narrative:
A cylinder was returned and evaluated. The cylinder performed within specifications. Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.